Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump bolus history is not correct and some bolus amounts did not show up in the bolus history. Customer's blood glucose was 162 mg/dl at the time of incident and was 79 mg/dl at the time of the call. Troubleshooting also found that there was insulin inside of the reservoir compartment. Customer was advised to monitor the pump and call back if necessary. No further details given.